Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device, without accessories, was available for evaluation. During testing, the unit was connected to an external power source and turned on without any errors. A balloon catheter was connected to the unit, and it did not consistently deliver full energy to the load. The unit also failed the pressure accuracy and leak check test, as it did not reach the expected pressure at the start. Internal inspection showed discoloration at the ends of the tubing, which were trimmed. A capacitor on the rf circuit board was broken and found loose inside the unit. The issue was resolved by replacing the rf circuit board, the pump output pneumatic tubing assembly (from the pump output to the solenoid port), and the coin cell battery. Minor adjustments were made to calibrate the rf circuit board. The unit was repaired and tested for functionality. It passed all operational, pneumatic, and functional tests. A safety test was also performed. It was reported that the generator did not deliver energy. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: the unit failed the pressure accuracy and leak check test. The most likely cause for the additional condition was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing noted that the unit was connected to an external power source and powered on without any errors. A balloon catheter was connected, but the unit did not consistently deliver full energy on the load, producing 38%, then 100%, then 100%. The unit also failed the pressure accuracy and leak check. An internal inspection found discoloration at the ends of the tubing, which were trimmed. A damaged capacitor was found on the rf circuit board and was loose inside the unit. It was reported that the generator did not delivery energy. The reported issue was confirmed. The most likely cause was traced to component failure. The evaluation detected an unreported condition: the unit failed the pressure accuracy and leak check test. The most likely cause for the additional condition was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: e1(first name and last name), e3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that the generator did not delivery energy. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the rfa (radio frequency ablation) procedure, the doctor started to apply the therapy to the patient. But for some reason the delivery of the energy from the catheter to the patient's esophagus mucosa failed. The case was canceled and was repeated two weeks later when it was completed without any issues with another generator. The patient underwent IV sedation on both initial and second procedure.

Manufacturer narrative:
D10 concomitant products: 64082, 64082 barrx 360 express rfa balloon cath (lot#:b000003514), flexcc-020a, flexcc-020a barrx rfa output cable (lot#:49003218), flexfs-010a, flexfs-010a barrx rfa footswitch (lot#:012920-025x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.